Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the tube clamp was sticking no the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field svc rep (fsr) replaced the tube clamp in the roller pump and the unit operated to MFR spec and was returned to clinical use. The suspect tube clamp was returned to the MFR for further eval. Per the lab eval, the reported issue was duplicated. The svc repair tech (srt) observed minimal amount of lubricant and a sticky substance on molded know preventing proper functionality. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.